Manufacturer narrative:
Estimated date of event exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use is a potential adverse event with use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Contact name updated.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. No additional information was provided by the facility reporter.

Manufacturer narrative:
B3: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was achieved using a proglide device after an unknown procedure. Reportedly, several months post procedure, an issue occurred with the sutures of the proglide device, possible occlusion. No additional information is known at this time.